Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system experienced a warning code and an abnormal increase in high voltage lead impedance. An invasive procedure was performed and a fracture conductor was identified on the high voltage portion of the transvenous defibrillation lead. The physician explanted the device and lead. The device was electively explanted. A new device and lead were implanted.